Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic congestion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and pelvic congestion ("pelvic congestion"). The patient was treated with surgery (bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and pelvic congestion outcome was unknown. The reporter considered dyspareunia, pelvic congestion and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: the case become serious incident..mr received. Reporter information, other relevant history ,explant date, surgery type added. Event pelvic congestion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.